Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and a flat crease. A leak test was performed and found an opening on posterior side and radius side. A microscopic analysis was performed, which identified striated edge opening consistent with use of a surgical tool. A fill test inspection was performed, which found no blockage. Based on the device analysis the final assessment is a striated edge opening on posterior side and radius side due to surgical damage.

Event description:
The device has been explanted. Physician reported "left implant appeared normal." Doctor noted the patient had a "severe headache day before," but "don't know if any correlation."

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 21/jan/2011, 17/jul/2013, and 25/apr/2014. The events of infection, pain, and device malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma or seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists. Infection ¿ in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
Patient reported left side "moderate" breast pain. Patient later reported undergoing reoperation to resolve "implant malposition." Patient then reported "severe" breast pain and a "breast infection." Healthcare professional reported a left side deflation. Device remains implanted.